Event description:
During the neck dissection at the implant procedure, the patient experienced bleeding. Surgeon attempted to apply pressure but was unsuccessful. Surgeon made a third incision, located a bleeding vessel, applied clamps, and achieved hemostasis with cautery. This resolved the issue.